Manufacturer narrative:
(B)(4). Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported that 25 days after the dental implant was installed in intraoral region #21 it was verified its non osseointegration. Patient had bone type ii. The patient presented infection.